Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience inability to sleep and severe pain including leg pain and general pain.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, it was reported that there have been no issues with the pump or catheter. However, the patient continues to complain of pain.